Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received unresponsive buttons then button error alarmed due to corroded keypad trace. There was also, corrosion found on electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 107 mg/dl. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.